Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain/pelvis") in a 33-year-old female patient who had essure (batch no. C91772) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder operation, knee operation and grand multiparity. Previously administered products included for an unreported indication: darvocet. Past adverse reactions to the above products included hypersensitivity with darvocet. Concurrent conditions included underweight, rash, hives and latex allergy. On (B)(6)2014, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy"). In (B)(6)2014, the patient experienced migraine ("migraine"), headache ("headache"), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6)2015, the patient experienced mood swings ("hormonal changes describe: mood swings") and weight increased ("weight gain"). In (B)(6)2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2016, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced infection ("infections"), hypersensitivity ("allergic reaction/allergic") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (hysterectomy(partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, migraine, headache, abdominal pain and back pain had resolved and the infection, hypersensitivity, menstrual disorder, mood swings, menorrhagia, urinary tract infection, allergy to metals, dysmenorrhoea, weight increased, depression and anxiety outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 187 lbs. Approximate weight at the time of essure placement 107 lbs. Left fallopian tube: 6 coils were noted, right fallopian tube 5 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.5 kg/sqm. Hysterosalpingogram - on (B)(6)2015: essure device was successfully occluded. Pathology test - on (B)(6)2017: secretory endometrium, intraluminal metallic coils . Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs and new event psychological problem condition depression and mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain had not resolved and the infection, hypersensitivity and menstrual disorder outcome was unknown. The reporter considered hypersensitivity, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain/pelvis") in a 33-year-old female patient who had essure (batch no. C91772) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder operation, knee operation and grand multiparity. Previously administered products included for an unreported indication: darvocet. Past adverse reactions to the above products included hypersensitivity with darvocet. Concurrent conditions included underweight, rash, hives and latex allergy. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraine"), headache ("headache"), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings") and weight increased ("weight gain"). In 2016, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2016, 1 year 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced infection ("infections"), hypersensitivity ("allergic reaction/allergic"), menstrual disorder ("menstrual bleeding") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy(partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, migraine, headache, abdominal pain and back pain had resolved and the infection, hypersensitivity, menstrual disorder, mood swings, menorrhagia, urinary tract infection, allergy to metals, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 187 lbs. Approximate weight at the time of essure placement 107 lbs. Left fallopian tube: 6 coils were noted, right fallopian tube 5 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded pathology test - on (B)(6) 2017: secretory endometrium, intraluminal metallic coils. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 33-year-old female patient who had essure (batch no. C91772) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder operation and knee operation. Concurrent conditions included underweight. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraine"), headache ("headache"), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings") and weight increased ("weight gain"). In 2016, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy due to complications from the essure device, salpingectomy (bilateral removal of fallop). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, migraine, headache, abdominal pain and back pain had resolved and the infection, hypersensitivity, menstrual disorder, mood swings, menorrhagia, urinary tract infection, allergy to metals, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 187 lbs. Approximate weight at the time of essure placement 107 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet received: reporter information, patient¿s demographic information, other relevant history updated. Essure lot number, indication female sterilization and removal date was added. Events: mood swings, vaginal haemorrhage,menorrhagia, urinary tract infection, migraine, headache, allergy to metals, dysmenorrhea, weight increased, abdominal pain, back pain were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain/pelvis") in a 33-year-old female patient who had essure (batch no. C91772) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation, knee operation and grand multiparity. Previously administered products included for an unreported indication: darvocet. Past adverse reactions to the above products included hypersensitivity with darvocet. Concurrent conditions included underweight, rash, hives and latex allergy. Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headache"), abdominal pain ("abdominal pain") and back pain ("back pain"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), dysmenorrhoea ("dysmenorrhea(cramping)"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse).") And was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2016, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced infection ("infections"), hypersensitivity ("allergic reaction/allergic") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (hysterectomy(partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, migraine, headache, abdominal pain and back pain had resolved and the infection, hypersensitivity, menstrual disorder, mood swings, menorrhagia, urinary tract infection, allergy to metals, dysmenorrhoea, weight increased, depression, anxiety, female sexual dysfunction and dyspareunia outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 187 lbs. Approximate weight at the time of essure placement 107 lbs. Left fallopian tube: 6 coils were noted, right fallopian tube 5 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. Pathology test - on (B)(6) 2017: results: secretory endometrium, intraluminal metallic coils. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-nov-2018: pfs received : new event apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse) were added. Concomitant medication were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain/pelvis') in a 33-year-old female patient who had essure (batch no: c91772) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation, knee operation and grand multiparity. Previously administered products included for an unreported indication: darvocet. Past adverse reactions to the above products included hypersensitivity with darvocet. Concurrent conditions included underweight, rash, hives and latex allergy. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headache"), abdominal pain ("abdominal pain") and back pain ("back pain"). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse).") And was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2016, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced infection ("infections"), hypersensitivity ("allergic reaction / allergic") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, hypersensitivity, vaginal haemorrhage, urinary tract infection, migraine, headache, abdominal pain and back pain had resolved and the infection, menstrual disorder, mood swings, allergy to metals, dysmenorrhoea, weight increased, depression, anxiety, female sexual dysfunction and dyspareunia outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 187 lbs. Approximate weight at the time of essure placement 107 lbs. Left fallopian tube: 6 coils were noted, right fallopian tube 5 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: results: essure device was successfully occluded. Pathology test: on (B)(6) 2017: results: secretory endometrium, intraluminal metallic coils. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain, menorrhagia, uti , allergic reaction were updated to recovered / resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.